Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
The patient has 2 leads (from the same lot) implanted as part of her drg system. It was reported the patient is experiencing numbness from her thigh to her ankle. The patient indicated the numbness is present with stimulation on and off. The physician requested the patient undergo physical therapy for approximately 3 weeks and once completed the next course of action will be determined.

Event description:
Additional information received indicated the numbness has subsided and the patient stated she is getting better. No interventions are planned at this time.